Event description:
The customer alleges that the device does not screw properly onto the oxygen connector and there are no visual bubbles in the water. No pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not received at our facility and no pictures received for evaluation. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch # 1-2314741, 5-2214741, 5-2214742, 6-2214741, 6-2214742, 7-2214741 and 7-2214742 during the MFR of the material. Customer complaint cannot be confirmed, based only on the info provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #40005320 was opened. If the device sample becomes available at a later date this complaint will be re-opened.